Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8 mm prograsp forceps instrument was analyzed and found to have a broken grip tip. A piece approximately 4.74 mm x 17.29 mm was found to be broken off. The broken piece was not returned with the instrument. The probable root cause of the broken grip tip and detached fragment is attributed to damage sustained during use, likely resulting from off-label surgical applications such as needle bending, needle driving, suture snapping, or improper handling. Grip-tip fragments may also occur if the metal injection molding (mim) is not properly retained by the overmold (om) during use. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that the 8 mm prograsp forceps instrument was found to have a broken tip. The customer reported event had no report of patient injury.